Manufacturer narrative:
Patient''s date of birth unk. Patient''s weight unk. Other relevant history unk. Device lot number, expiration date unk. Device evaluation: the device was evaluated on 01 dec 2021 by a cross functional team. The lld was seen exiting out of the proximal end of the tightrail sub-c device. Using pliers, the team attempted to pull the lld out of the tightrail device''s distal end without success. Pulling the lld from the proximal end, the lld was able to be extracted. Knotted suture, lead jacket and lead insulation were removed from the tightrail device''s shaft. With the lld, lead fragments and knotted suture removed, the tightrail sub-c device actuated and performed as intended. It has been determined that the lld, knotted suture, lead jacket and lead insulation exceeded the tightrail sub-c shaft''s inner diameter, causing the objects to become stuck within the tightrail sub-c device. There were no manufacturing or design concerns identified for this device. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two right ventricular (rv) (pacing and ICD types) and two left ventricular (lv) leads due to cied system/pocket infection. During the procedure, the physician was using a spectranetics 11f tightrail sub-c rotating dilator sheath to attempt to remove the rv ICD lead. As the physician was taking out the tightrail device to exchange for another tool, the rv ICD lead became wedged inside the tightrail device. This occurred after the tightrail device was outside the patient''s body, with the device being stuck on the proximal end of the rv ICD lead. After trying to rotate the tightrail device by turning the entire handle while holding onto the lead, it would not move. The physician cut the lead where it came out of the tip of the tightrail device. This event did not cause patient harm. All leads were removed successfully and the patient survived the procedure.this report captures the 11f tightrail sub-c device present on the rv ICD lead when it became stuck on the lead, requiring intervention for lead removal.